Event description:
Dr. Was using the boston scientific flexible ureteroscope and the lights started flashing on the screen. Scope was unplugged and the machine was turned off. Turned the machine back on and plugged in scope. The screen continued to blink. Staff removed the scope and opened a second one. The second ureteroscope worked appropriately.